Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by stomach pain and vomiting. The cause of peritonitis was not reported. It was reported that the patient was hospitalized and was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, the patient was "feeling better now" however, peritonitis was still ongoing. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow-up.